Event description:
--

Event description:
Boston scientific received information that the magnet rate and estimated longevity had been fluctuating between interrogations. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Information obtained from the device memory was used to generate a longevity estimate. Based on the device usage and patient therapy requirements, this device achieved 97% of projected longevity. While undergoing testing the device paced, sensed and responded appropriately to applied stimuli. Analysis was unable to confirm the clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was later explanted. No adverse patient effects were reported as a result of the procedure.